Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 6 on the home choice (hc). The technical service representative (tsr) explained the alarms and instructed the caregiver (cg) to cycle the power to clear them. The tsr then explained that the supplies were compromised. The cg stated the home patient (hp) would end therapy for the night. The tsr advised the cg to call the registered nurse (rn) in the next 24 hours and her he know. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the system error 2240 alarm was found to have an undetermined root cause. There was no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.